Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. Visual examination of the returned product identified the torque driver shows signs of use with the hex feature on distal end of the torque driver having discoloration and some rounded edges. The tip of the hex feature has fractured off and was returned with the device. Device was sent for fracture analysis: fracture surface exhibit river lines and hinge artifacts suggesting that the device possibly fractured due to bending overload. Measured the hex flats, handle diameter, and shaft diameter; all measurements conforming. Product information verified from etch. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Per the zimmer nexel elbow surgical technique, the user is instructed to tighten the screws to the prescribed torque. Under proper use, the driver should experience torsional forces. As analysis of the returned device identified the fracture is due to bending overload, the root cause of the reported issue is attributed to use error. The event was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during a procedure, the tip of the torque driver broke when inserting the humeral screw. The broken piece was retrieved from the patient, and the surgery was completed using a new driver. No surgical delay or patient harm occurred as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.